Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Other UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Initial reporter's phone number: (B)(6). Device history records review was conducted. The report indicates that the: manufacturing location: supplier - (B)(4), packaged by: (B)(4), manufacturing date: 11-dec-2014. Part #: 03.632.072, lot#: 7657779 (non-sterile) - t25 stardrive shaft f/matrix long. Quantity 110. Inspection sheet for incoming final inspection ns025352 rev: c meet specification. (B)(4) certificate of compliance meets specification. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that the nurse was setting up for a matrix mis lumbar fusion and she noticed that the long t25 matrix screwdrver was stripped at the distal tip. She removed it from the set and the surgery went on as planned as another screwdriver shaft was present in the systmem. No delay was experienced and patient outcome is unknown. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and (c.q). Customer quality investigation of the complaint action was conducted/performed. The returned screwdriver shaft was confirmed to be stripped at the distal tip. The device has minor surface wear which does not impact functionality. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint was confirmed. Replication of the complaint condition is not applicable as the device is already stripped. No additional malfunctions were observed during investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.